Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that she may have taken too much insulin. The blood glucose at lunch was high. Customer may have overcompensated and not eaten enough. Customer also had a low blood glucose event. Paramedics had taken customer to hospital; however, customer refused treatment. Customer had taken two glucose gels, the blood glucose reading was 29 mg/dl. Nothing further reported.